Manufacturer narrative:
Spi motor pic communication error alarm followed by off no power alarm due to faulty u1/ib. Insulin pump received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported that the insulin pump alarmed spi motor pic communication error and no power. Customer changed the battery but did not work. Customer's blood glucose was 276 mg/dl and treated with manual injection. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.